Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 97714, serial#: (B)(4), product type: implantable neurostimulator. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-dec-2019, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 08-dec-2019, UDI#: (B)(4).

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy/spinal pain. It was reported that patient had a battery replacement. Rep saw the patient to activate her new neurostimulator and discovered the bad impedance on the leads. Patient stated that she fell in (B)(6) 2019 but does not recall any other details. Full impedance check was performed and determined that electrode 12 has high impedance. The electrode was not needed when programming, the issue was resolved. No patient symptoms were reported. No further complications were reported or anticipated.